Manufacturer narrative:
(B)(6). On 06/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, and when in the navigate screen, the site's navigation system became unresponsive after the surgeon had placed two screws. A soft re-boot was attempted, without resolution. After a hard re-boot, normal functionality was restored and the surgery continued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was minimal, less than one hour. There was no impact on patient outcome.